Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis machine had communication issue between ihis/epic and station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the firewall setting disrupted message crossing. The technical support specialist observed that customer worked with information technology (it) to fix network issue in which they found that the issue was related to a firewall setting disrupting the messages crossing. Customer verified issue got resolved and gave permission for case closure. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the pyxis machine had communication issue between ihis/epic and station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.